Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. The customer treated with manual injection and insulin. Customer indicated that their high blood glucose was due to a bent cannula. Customer declined to troubleshoot for high blood glucose. No further details given.